Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini kit that she purchased was missing the owner's booklet. The patient manages her diabetes with unidentified pills. She was unwilling to provide the specific medications she takes. The patient claimed that she received the kit in 2009, but the instruction manual was missing. In regards to the kit that the patient purchased, she stated: "...it was sealed but I couldn't tell if it had been sealed and reopened. It kind of looked like it had been re-taped but the original seal was still on there." The patient also stated that the kit shows print that the owner's booklet is included. She explained that the only literature included with the kit was a "quick start guide." She reasoned that the guide does not tell you about how to set up the meter or know about error messages. As a result of not having the owner's booklet, the patient claimed that she did not know how to setup the meter and therefore could not test her blood glucose. Two weeks after receiving the kit, the patient claimed that she developed symptoms of "increased thirst, dizziness, and shakiness, lack of concentration, weakness, and hot flashes." According to the patient, she was told by an unidentified person to go to an emergency room (ER) on an unspecified date/time but she chose not to do so. She mentioned that she just tried to figure out how to use the meter on her own. At one point, she went online to try and figure out how to setup up the meter. The patient also mentioned that she has had to go back to her old meter. It would have been helpful to know the following information: the patient's testing frequency, what actions she took in response to the meter issue, what actions she took before and after the symptoms developed, why she was advised to go to an ER, who advised her to go to an ER, and if she received any medical treatment due to the alleged issue. In addition, it would have been helpful to know what date/ time the patient started testing on her old meter, and if she was able to test her blood glucose before and after the symptoms developed. The one touch customer advocate sent an owner's booklet to the patient. The patient's meter, test strips, and control solution were also replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.